Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system did not turn on at all. A field service engineer opened the rear panel to inspect the drawer and found no led on the half-height controller board. After checking the drawer controllers, both passed. The half-height rear interface controller was replaced, and the drawer was reconfigured. The inventory was successfully updated. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not turning on. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.